Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿once again, please refer to the reprocessing manual "chapter 5 section 5 manually cleaning the endoscope and accessories¿ and "chapter 8 storage and disposal", especially during reprocessing. Make sure that dirt is removed from the nozzle opening, opening of the auxiliary water channel and the surface of the objective lens. If dirt remains, wash until all dirt is removed. Please check the handling environment, such as thorough rinsing, draining residual water in the channel after cleaning, and drying.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus on (B)(6) 2023, that during an endoscopic submucosal dissection (esd) procedure, when the evis lucera elite gastrointestinal videoscope was operated to pump water using the water jet (wj), the water was divided into multiple directions. The issue occurred the first time. The procedure was completed using the same set of equipment. The device was returned for evaluation. During the device evaluation performed by the legal manufacturer, a foreign object came out of the secondary feed channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material that came out of the secondary channel. In addition, the following non-reportable malfunctions were found during the device evaluation: the bending angle in the up direction and the up/down knob did not meet standard due to angle wire wear. The connecting tube was dented and scratched. Scratches were found on the following components: control unit, scope cover, image guide protector, switch box, scope cylinder, up/down knob, forceps elevator, grip, universal cord, scope connector, scope cover unit, and the forceps elevator knob. The user completed a survey stating the device was cleaned, disinfected, and sterilized before sending to olympus. The customer does not know what the foreign material could be. There was no delay with the precleaning, and the auxiliary water channel was flushed with water and detergent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.